Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported broken wire; however, for clarification the damaged instrument component was a frayed grip cable. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the instruments wrist. Other cables at the wrist are not damaged. There were also scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s total benign hysterectomy procedure a wire broke at the tip of a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.